Event description:
A zoll patient service representative (psr) called zoll customer support to report that a (B)(6) male patient was receiving "check belt" alarms. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check belt messages) has been confirmed. Upon investigation the electrode belt failed a fall-off test. The cause for the failure was isolated to the cable connecting the distribution node (dn) to the front therapy electrode. The violet (agnd) and brown (lead +1) wires were shorting in the cable. The root cause for the shorted wires could not be positively identified. No adverse event resulted from the shorted wires. The patient received a replacement electrode belt.